Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) advised the 28 day shock impedance average is above 150 ohms. Ts recommended this rv lead be considered for revision. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) advised the 28 day shock impedance average is above 150 ohms. Ts recommended this rv lead be considered for revision. Additional information provided this rv lead was subsequently explanted. Another rv lead was implanted to complete this procedure. This rv lead has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was severed approximately 115 millimeters (mm) from the terminal end. Only the proximal segment was returned. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) advised the 28 day shock impedance average is above 150 ohms. Ts recommended this rv lead be considered for revision. Additional information provided this rv lead was subsequently explanted. Another rv lead was implanted to complete this procedure. This rv lead has been returned and analysis completed. No additional adverse patient effects were reported.